Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2015, the patient, with functional mitral regurgitation, underwent a procedure with placement of one mitraclip. Mitral regurgitation (mr) was reduced from grade 4 to 1-2. On (B)(6) 2015, a transthoracic echocardiogram was performed and noted that the clip detached from the anterior leaflet but remained attached to the posterior medial leaflet. Mr increased to grade 4. A second mitraclip procedure was performed on (B)(6) 2015 with implantation of one mitraclip. Mitral regurgitation was reduced from grade 4 to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for the single leaflet device attachment (slda) leading to incomplete coaptation were considered, including manufacturing, patient conditions and user technique/procedural conditions. Slda resulting in incomplete coaptation may be influenced by anatomical morphology / pathology, such as vessel tortuosity, a rotated heart, or leaflet structure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. An inquery of the complaint-handling database identified no other incidents for the reported lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) resulting in incomplete coaptation could not be determined. It is possible that suboptimal grasping of the leaflets contributed to the detachment of the clip from one leaflet; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The patient effects of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. In this case, the worsening mr was likely a result of the detachment of the clip from the leaflet, resulting in resurgent blood flow. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.